Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported medication labels on the syringes result in the device to read syringes larger than it is. Such as the 1ml as a 3ml. There was no information on patient involvement. No further information is available.